Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible fracture of the right ventricular (rv) lead. It was noted the rv lead polarity had switched from bipolar to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.